Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the colonovideoscope was plugged into the machine, no image appeared, only a black screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of colonovideoscope was plugged into the machine, no image appeared, only a black screen due to cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.